Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Implant date - 2002. Medical products - unknown maxim bearing and unknown maxim femoral. Foreign report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Devise history records review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history could not be conducted as the product identification is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event, please see associated reports: 3002806535-2017-00517 and 3002806535-2017-00518. Product location unknown.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eleven years post-implantation due to aseptic loosening of the femur and tibia, lysis in both the femur and tibia and wear of the polyethylene component. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.